Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away and the pump was explanted. The system controller was not communicating with the system monitor so the device was unable to be interrogated.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the system controller being unable to communicate with a system monitor was confirmed via testing. The provided information stated that this system controller issue was found post-mortem. Log files were downloaded following troubleshooting. The system controller event log file was reviewed, and relevant timestamps span approximately 5 days with an unset clock (08:17:19 on 23jun2001 to 02:58:04 on 27jun2001). At 02:57:47 on 27jun2001, both power cables were disconnected and, following shortly after, at 02:58:00, the driveline was disconnected. The system controller was shut down at 02:58:04 to return the product for analysis. There were no events or alarms found within the relevant data that could cause the system controller to be unable to communicate with the system monitor. The pump maintained a speed within the expected range throughout the relevant data. It was incidentally found during the product investigation that between timestamps 08:17:25-08:17:38 and 13:28:49-13:28:50 on 23jun2001, atypical power cable disconnect alarms not associated with power source exchanges were active as the relative state of charge (rsoc) on the white power cable dropped to or near 0v. These alarms occurred while connected to battery power and cleared as the rsoc voltage returned to normal. The returned system controller (serial number: (B)(6)) was tested, and the system controller was unable to communicate with a system monitor when connected. Although the system controller was unable to communicate, the system controller was able to operate a mock circulatory loop without issue. Upon reviewing the main pcb, an integrated circuit (ic) was found to be damaged. The ic was replaced, and the system controller was reconnected to a mock circulatory loop with no alarms arising. The system controller passed all functional testing after replacing the damaged ic. Further analysis of the power cable was performed to investigate the elevated resistance. The wire resistance was measured using a digital multimeter, and it was found that a negative power line wire in the white power cable and a negative power line wire in the black power cable had elevated resistance values of 3.3 ohms and 1.8 ohms, respectively. This was due to minor wire fatigue. Additional information provided stated that the system controller was not associated with the patient's death, and that the inability to interrogate the system controller was determined during routine visits. The root cause of the inability of the system controller to communicate with a system monitor was traced to a damaged ic. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. Heartmate 3 lvas instructions for use (rev. D) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including connect to power and controller clock alarms. Heartmate 3 instructions for use (rev. D) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 lvas IFU (rev. D) section 10 entitled ¿safety checklists¿ and the heartmate 3 patient handbook (rev. A) section f entitled ¿safety checklists¿ instruct users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. Heartmate 3 patient handbook (rev. A) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.